Event description:
It was reported that the field representative called in for review of device data for a patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system as there was a concern the patient received inappropriate shock therapy. Technical services (ts) walked through performing an automatic setup. Ts reviewed the data and found there was a noisy baseline with wandering baseline at times. The noise was oversensed which resulted in one inappropriate 80j shock. Baseline and r-wave amplitudes improve slightly to 1.4mv post shock. The arrythmia did convert back to normal sinus rhythm. Troubleshooting was performed and the representative was able to create the noise with the patient bearing down and other isometrics. Ts recommended to program to secondary vector and performing x-rays. The field representative will discuss with the physician. At this time, the system remains in service. No adverse patient effects were reported.